Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081649) on 07-dec-2018. The most recent information was received on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('coils have both split on the ends'), nephrolithiasis ('kidney stone') and hypoaesthesia ('numbness in hand up to elbow') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ivermectin (soolantra), medroxyprogesterone acetate (provera), omeprazole (protonix), probiotics [umbrella term] and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), hypoaesthesia (seriousness criterion disability), migraine ("migraines"), headache ("headaches"), premenstrual cramps ("extrime cramping before periods"), menorrhagia ("periods lasting 7 or 8 days"), coital bleeding ("bleeding before or during sex"), breast pain ("breast pain"), premenstrual syndrome ("pms started at ovulation time"), bacterial vaginosis ("recurring bv"), vulvovaginal mycotic infection ("yeast infections rotating between them for months and months at a time"), memory impairment ("developed forgetfulness / forgetting one thing to the next in a matter of a min"), feeling abnormal ("brain fog"), flushing ("randomly flushing bright red on my face and neck"), fatigue ("extreme fatigue"), asthenia ("all the time had terribly low energy"), endometrial hyperplasia ("endometrial hyperplasia without atypia"), adenomyosis ("developed adenomyosis"), arthralgia ("hip pain"), back pain ("lower back pain"), allergy to metals ("allergy to nickel") and adnexa uteri pain ("severe pain in tube"), 7 months 31 days after insertion of essure. At the time of the report, the device breakage, nephrolithiasis, hypoaesthesia, migraine, headache, premenstrual cramps, menorrhagia, coital bleeding, breast pain, premenstrual syndrome, bacterial vaginosis, vulvovaginal mycotic infection, memory impairment, feeling abnormal, flushing, fatigue, asthenia, endometrial hyperplasia, adenomyosis, arthralgia, back pain, allergy to metals and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, arthralgia, asthenia, back pain, bacterial vaginosis, breast pain, coital bleeding, device breakage, endometrial hyperplasia, fatigue, feeling abnormal, flushing, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nephrolithiasis, premenstrual cramps, premenstrual syndrome and vulvovaginal mycotic infection with essure. The reporter commented: serious injury criterion : disability, permanent damage, required intervention was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081649) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("coils have both split on the ends"), nephrolithiasis ("kidney stone") and hypoaesthesia ("numbness in hand up to elbow") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ivermectin (soolantra), medroxyprogesterone acetate (provera), omeprazole (protonix), probiotics [umbrella term] and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), hypoaesthesia (seriousness criterion disability), migraine ("migraines"), headache ("headaches"), premenstrual cramps ("extreme cramping before periods"), menorrhagia ("periods lasting 7 or 8 days"), coital bleeding ("bleeding before or during sex"), breast pain ("breast pain"), premenstrual syndrome ("pms started at ovulation time"), bacterial vaginosis ("recurring bv"), vulvovaginal mycotic infection ("yeast infections rotating between them for months and months at a time"), memory impairment ("developed forgetfulness / forgetting one thing to the next in a matter of a min"), feeling abnormal ("brain fog"), flushing ("randomly flushing bright red on my face and neck"), fatigue ("extreme fatigue"), asthenia ("all the time had terribly low energy"), endometrial hyperplasia ("endometrial hyperplasia without atypia"), adenomyosis ("developed adenomyosis"), arthralgia ("hip pain"), back pain ("lower back pain"), allergy to metals ("allergy to nickel") and adnexa uteri pain ("severe pain in tube"), 7 months 31 days after insertion of essure. At the time of the report, the device breakage, nephrolithiasis, hypoaesthesia, migraine, headache, premenstrual cramps, menorrhagia, coital bleeding, breast pain, premenstrual syndrome, bacterial vaginosis, vulvovaginal mycotic infection, memory impairment, feeling abnormal, flushing, fatigue, asthenia, endometrial hyperplasia, adenomyosis, arthralgia, back pain, allergy to metals and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, arthralgia, asthenia, back pain, bacterial vaginosis, breast pain, coital bleeding, device breakage, endometrial hyperplasia, fatigue, feeling abnormal, flushing, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nephrolithiasis, premenstrual cramps, premenstrual syndrome and vulvovaginal mycotic infection with essure. The reporter commented: serious injury criterion : disability, permanent damage, required intervention was reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.